Event description:
Additional information reported that a lead revision was to be scheduled due to the lead migration but a date for the procedure was not known at the time of report pending insurance authorization and scheduling, etc. It was confirmed that the patient experienced a loss of effective stimulation on their right side. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the manufacturing representative did not see the patient. The patient was happy with his settings and had a follow up appointment on (B)(6) 2015.

Event description:
Additional information received from the patient reiterated previously reported complaints and also reported that they have been having issues with the device ever since implant which are driving them nuts. The patient stated that the ins was not set up like it was suppose to be with right and left sides, and that the only way he can really get relief on both sides is to crank it up and then the other side hurts from being up to high. The patient reported they have never been able to adjust both sides separately. It was also reported that the patient was getting minimal relief and that things weren't working right and then the ins quit working completely. The patient met with a rep on (B)(6) 2016 and got it to turn back on but had to change the programmer all over again because 'things were different' and the pain relief was not as good as it had been. The patient went along with it for awhile until 3-4 months prior to the report when all of a sudden they went to recharge the ins but were unable to get the insr to communicate with the ins which has been dead ever since. The patient rep thought it may have gone into 'sleep mode,' but the patient thought that was wrong because the ins did have charge and was not in 'sleep mode.'

Event description:
Additional information received reported that the manufacturing representative saw the patient on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a lead migration. The actions required as a result of the event was reprogramming. Diagnostic testing included x-rays and reprogramming. The lead was out of the epidural space on the x-ray. The remaining lead was reprogrammed for back and bilateral leg coverage. The patient was to follow up in a few weeks and they were hoping to avoid a revision. The patient¿s status at the time of report was alive with no injury. The patient experienced a loss of previous coverage with stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulation was revised on (B)(6) 2014. At the most recent post-operative, the stimulation was primarily left sided and the patient needed right sided coverage also. A post-operative was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).